Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.